Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced uncomfortable stimulation. Patient reported having a fall a couple of times prior to when the issue began. Due to this issue, surgical intervention may take place.